Manufacturer narrative:
Concomitant medical device: d334drm ICD implanted: (B)(6) 2016.

Event description:
The patient reported that at their follow-up visit they were told that they had a wire that was displaced and not working and would need to go back to surgery. Ten days later the right ventricular (rv) lead was capped and later replaced. The patient also noted that around (B)(6) 2016 their body started jarring and they had like kicking across their chest. No further patient complications have been reported as a result of this event.